Event description:
Procedure: colostomy takedown. According to the report: the pt was having the procedure after having the colostomy for 20 years. According to the surgeon, when the purstring was placed in the bowel, extraneous tissue was present around the anvil and could have possibly contributed to an incomplete firing. There appeared to be a full handle squeeze when firing. The tissue donut was whole on the distal side but lacked continuity on the proximal side. The anvil appeared that a part of the knifeblade did not reach the mylar when it was fired. There ended up being a leak on the anterior aspect of the anastomosis. This resulted in more extended or time as they had to redo another colostomy. Tissue could have possibly envaginated within the housing when firing due to the scrub tech being up top and managing the connection and closure of the device. According to the surgeon another possibility is that the colostomy scar tissue from the rectum could have played a role.

Manufacturer narrative:
Date initial report sent: 09/09/2009.